Event description:
The customer has reported that the error codes of l3-017 and l3-018 were received during a breast biopsy. The customer has reported using a loaner and changed the probe, but the error code is not eliminated. The customer has requested to have their scm12 evaluated for possible dc adapter damage that the cables are connected to. There have been no pt consequences reported.

Manufacturer narrative:
Date sent: 08/13/2008. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found a loose dc motor adapter in the blue cable connector was causing the unit to have the l3-018 error code. The analysis site replaced the dc motor adapter to correct the error code. The site did not see the error l3-017 in the event log nor during testing. The site also found the unit has a loud banging noise when the vacuum pump is activated. To correct this issue the analysis site replaced four pump isolation mounts, four flat washers, four fender washers, and four pump mount screws to correct the noise issue. Per the service manual, service tests were performed with no functional faults found. As part of the standard service process, replaced the muffler, applied loctite to the foot/hand switch connector, applied dow corning lubricant to the dc motors, and replaced the holster: if board to bezel. As per the service manual, performed the dc motor adapter upgrade, replaced the internal vacuum tube connections with 90 degrees elbow, and shortened the length of the tubing assembly to 4.5". The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.